Event description:
IV propofol pump was running normally but rn noticed that the amount of volume that should be gone from the vial was not. They checked the tubing and it was clamped but the pump never alarmed and it read that the pump was infusing normally.